Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported retraction problem (foot); however, the patient effects appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an iliac interventional procedure. Reportedly, the foot could not be retracted before device removal. A cut down was required to remove the proglide device. The sheath was upsized to 9fr and the iliac interventional procedure was completed. Surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and establishing in the preclose technique. No additional information was provided.